Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer resolved the events by inserting the needle in different angles into the cartridges, successfully filled the cartridges, and resumed insulin delivery. There was no impact to the customer's blood glucose level.